Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of the spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and the placements were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by these deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 10-15min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the 6 of 8 spine screws placed with the aid of navigation deviating shifted by ca. 3-8mm, is: a movement of the navigation reference array during the procedure in relation to the patient anatomy, due to an insufficiently rigid fixation on the spinous process by the user, and/or inadvertent forces applied to the reference array during the surgery and before the affected instrumentations at the spine. Image data provided by the hospital from this surgery show that not all teeth of the array clamp were engaged to the bone of the spinous process as required for a sufficiently rigid fixation. Further, as per the log files, the navigation software displayed reference array movement warnings to the user during the surgery, indicating the occurrence of array movement. The navigation accuracy was correspondingly checked by the user after the warnings, apparently the accuracy was still deemed acceptable by the user to proceed. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, the resulting deviation between the location of the registered pre-placement patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery, and before the invasive spine instrumentations. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for a posterior fusion of vertebrae t5 to t10, for completion of a formerly performed procedure of corpectomy and cage placement at t7/t8, with intended placement of 8 vertebra screws bilateral, was performed with the aid of the display by the brainlab spine&trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra t3. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration, and accepted the accuracy to proceed. Starting with right t5, used the navigated drill guide 3.2mm with instrument position display on the patient scan to determine and pre-plan the screw trajectory in the vertebra, and with depth control to drill the pilot hole through it. Inserted a k-wire (1.4mm) through the drill guide into the pilot hole. Calibrated a non-brainlab tap to the navigation for instrument position display on the patient scan, and threaded the pilot hole following the k-wire. Also calibrated a non brainlab screwdriver to the navigation, and placed the spine screw into the pilot hole following the k-wire. After all 8 screws were placed with this navigated method, acquired a verification intra-op CT scan, with automatic image registration to navigation, and determined from the scan that 6 of the screws deviated ca. 5mm from their intended position. Decided to remove the deviating spine screws, and re-placed them to their correct positions using the verification CT scan with automatic registration and with the same navigated method as before. Completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of the spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative CT before finalizing the surgery, and the placements were corrected with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by these deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the surgery/anesthesia prolong of ca. 10-15min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.